Manufacturer narrative:
E.1 initial reporter facility name: veterans affairs northern indiana health care marion campus. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system auxiliary drawer 7 failed and device was not found on bus. A field service engineer troubleshot the issue and found that the row board cable was loose. The engineer reseated the cable and resumed testing, but the issue persisted. Subsequently, the engineer replaced the drawer controller board, and the full height cubie pyxibus controller module, tested the unit, and confirmed that there were no further issues, thereby resolving the problem. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 7 was not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.